Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up to a blank display. Complainant indicated that there was no involvement in the reported malfunction.